Event description:
It was reported mixed lot products on eps02 were found. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/29/2008. Additional lot number: e4m20v. Malfunction. Evaluation summary - the investigation into this complaint revealed that the incorrect batch# was printed on tyvek. The batch history records were reviewed with no protocols, defects, non-conformance noted.